Manufacturer narrative:
Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has had "issues" with blood glucose (bg value not provided). Customer was using apidra insulin. Contact did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.